Manufacturer narrative:
Concomitant medical products: product ID 3387s, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported the patient had experienced an ¿exaggerated increase of his symptoms of parkinson¿s disease (dyskinesia and fluctuations).¿ impedance testing was performed, however no values were found in an abnormal range. It was noted the patient ¿had been in observation¿ since the day prior to initial report. 22 days after initial report the patient¿s physician reported the ¿patient was stable, without dyskinesia and exaggerated motor fluctuations¿ and had ¿good control of his parkinson¿s disease symptoms.¿ it was noted the physician ¿didn¿t know what caused the problem and he didn¿t think to make therapy changes or surgical procedure because the patient hadn¿t had a problem.¿ there was ¿no¿ patient harm, injury, or death reported in association with the event. A supplemental report will be filed if additional information is received.